Event description:
The customer reported that they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium and chloride. The customer explained that erroneous results for one patient sample were released outside of the laboratory, but the customer could not provide information for which patient this occurred with. The samples were repeated on a different c501 analyzer, serial number (B)(4), and the repeat results were believed to be correct. A corrected report was issued for the patient sample which had initial erroneous results released outside of the laboratory. Patient one initially resulted as 137.9 mmol/l for ise chloride and 114 mmol/l for ise sodium. The sample was repeated on c501 analyzer serial number (B)(4) and resulted as 103 mmol/l for ise chloride and 138 mmol/l for ise sodium. Patient two initially resulted as 129.4 mmol/l for ise chloride and 122 mmol/l for ise sodium. The sample was repeated on c501 analyzer serial number (B)(4) and resulted as 107 mmol/l for ise chloride and 140 mmol/l for ise sodium. The patients were not adversely affected by the event. The lot numbers and expiration dates for the ise sodium and chloride electrodes were not provided. The customer indicated that the samples were initially run in sample cups from an mpa system and the erroneous results were generated from these. The customer pulled the same sample cups and also the primary tubes to repeat these on the other c501 system (serial number (B)(4)) and both the cups and primary tubes produced normal results. The customer tried running both the cups and tubes on the original analyzer and the tube results were normal, but the cup results were still erroneous. The sample cups were again repeated on c501 serial number (B)(4) yielding normal results. The customer replaced the sipper and pinch valve tubing on the analyzer. The field service representative determined that the naoh solenoid valve was not closing completely causing a fluidic failure. He cleaned the naoh valve. He ran ise checks which passed. He ran a precision check on sodium, potassium, and chloride which passed. The field service representative also determined that there was a salt bridge on the reference electrode and the is bath ws not moving internal standard to the bottom of the bath. He cleaned the salt bridges and replaced the reference electrode as preventive maintenance. He cleaned the is bath as well. The customer ran successful calibration and quality controls which met laboratory specifications. The instrument now works according to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.